Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the drive support cap damaged and sometimes insulin is coming out, looks as if there is a huge crack in the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. However device received with lose drive support disk.